Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient attended to hospital with driveline power fault alarm. System controller was exchanged and alarm disappeared. After 2 weeks of having exchanged the system controller, a new driveline power fault alarm occurred. Therefore, the modular cable was exchanged. However, the alarm did not resolve immediately. It was about 10 minutes later when it resolved. When checking the modular cable exchanged, it was seen that the connection was dirty. Driveline connector seemed to be also dirty, although no pictures were available.